Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and non-obstructive urinary retention. It was reported that the caller was asking for assistance to turn stimulation back on after the patient had an MRI last night. Per the patient's granddaughter, since last night, the patient had had a urinary retention issue occurring (the patient had the device for retention). Today they had to cath the patient due to retention of urine. When connecting to the ins, it's showing on at 1.4ma. No one present knew when stimulation was turned back on. The granddaughter did understand from an MRI tech that the ins was put into MRI mode for the MRI last night. The patient was lethargic currently and unable to provide input. The agent reviewed potential delay in the system providing therapy benefit after being off and to consult with a managing healthcare provider (hcp) if the retention symptoms didn't resolve. On (B)(6) 2025 an hcp caller wanted to ensure the ins was on. The agent walked the caller through connecting to ins with patient's equipment which showed the ins was on at 1.4 ma. Caller asked if it was known how long the ins had been on and the agent reviewed that information can be accessed but it would need to be by the hcp or manufacturing representative (rep). The hcp caller called back to report they would have to increase therapy. Agent walked caller through connecting to ins and how to increase therapy. Agent reviewed feeling stim strong yet comfortable at bicycle seat area. Caller did not keep the agent on the phone while actively making therapy adjustments. The caller stated the patient had not been able to urinate for a couple days. They noted the ins was on and they believed the patient was at 1.4ma but usually runs stim above 2.0ma. The agent instructed the caller on how to connect to ins and caller saw stim on and the stim level was already set to at/above 2.0ma. The caller increased stim. Agent advised the caller that the patient may consider following up with managing doctor to discuss symptoms as well as use of programs.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.